Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, use error information contained in this report was previously submitted through asr on 10/23/2014.

Event description:
Patient reported possible left side rupture. Patient later reported exchange due to the patient's concern with the product plus pain. Healthcare professional later reported exchange due to the patient's concern with the product. Healthcare professional later reported "injured during removal, intact" and "painful contracture with calcific capsules". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture-ndr: observed opening assessed as surgical damage. ¿ anxiety-product/procedure: unable to observe as it is not related to the device. ¿ use error: not applicable as the event is not related to the device. ¿ capsular contracture: unable to observe as it is not related to the device. ¿ calcification: observed white calcification on the surface of the shell. Additional observations: ¿ no other observation observed. No further actions are required since no manufacturing issue is observed.

Event description:
Patient reported possible left side rupture. Patient later reported exchange due to the patient's concern with the product plus pain. Healthcare professional later reported exchange due to the patient's concern with the product. Healthcare professional later reported "injured during removal, intact" and "painful contracture with calcific capsules". Device has been explanted.